Manufacturer narrative:
The lambotte osteotome cvd 1/4 (250260) was not returned for an evaluation. The product lot number was not provided; therefore, the device history record was not available for review. There has been no return of product for evaluation. No contact or customer information was available on the form. Therefore, a definitive root cause cannot be determined. The issue of breaking may be the result of wear or rough handling.

Event description:
The following was reported via medwatch/MDR report # mw:5188148: "during a total hip revision, while attempting to take out liner using a 1/4 osteotome, the osteotome broken half." It is unknown whether patient injury or surgical delay occurred; however, it was mentioned that the failure required an intervention, and the specificity of the intervention was not mentioned. No initial reporter details were provided; thus, no request for additional information is possible at this time.